Event description:
Adverse event(s): "iol rejection" (no code available); "vision nowadays is very poor" (impaired, vision). Product problem(s): "none reported" (no information). A pharmaceutical facility reported bilateral intraocular lens (iol) implant surgeries with treatment for glaucoma, the patient reported experiencing retinal detachment and loss of vision in the right eye; iol rejection and poor vision in the left eye. The surgery for the right eye was done in 2004 and the left eye was done in 2006. In a follow-up with the reporter, she stated that the patient did not allow release of the surgeon's contact information; therefore, no additional follow-up is possible. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The products was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. In a follow-up with the reporter, she stated that the patient did not allow release of the surgeon's contact information; therefore, no additional follow-up is possible. (B) (4). (B) (4). (B) (4).